Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was not provided but the customer was in hospice care and had started refusing treatment. The caller stated that the customer had kidney failure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The customer was taken off the pump and put on manual injections after an emergency room visit due to low blood glucose. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The next of kin confirmed that the emergency room visit was due to a low event as the customer was receiving too much insulin, and that's why they were taken off the pump and put on manual injections.